Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an unsuccessful attempt to cross a lesion in the left tibials, the health care provider (hcp) retracted the recanalization catheter from the patient and found the guide wire allegedly wrapped around the recanalization catheter. It was further reported that there was some retraction difficulty through the sheath. Reportedly, the hcp completed the procedure with another guide wire and a catheter. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/ microscopic inspection: the sample was returned. The catheter was returned with bunching of the outer catheter noted along the length of the catheter. The guidewire was returned advanced through the rapid exchange junction of the crosser catheter. The guidewire protruding out the rapid exchange junction was bent and spiraled in appearance. The gudiewire was not protruding out the distal tip of the crosser catheter. A complete circumferential outer catheter break was noted 7.1cm from the distal tip. A complete core wire fracture was also present 8.6cm from the distal tip. The outer catheter break was examined under microscopic magnification and the edges of the break were jagged and stretched, likely indicating that excessive force contributed to the break. The twisting of the guidewire around the catheter was observed. No other anomalies were noted to the catheter. Functional evaluation: an attempt was made to retract the guidewire from the catheter. However, the guidewire could not be removed. The catheter was soaked in water in an attempt remove dried blood within the catheter. The guidewire was still unable to be removed from the catheter. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: based on the condition of the returned sample, the investigation is confirmed for a core wire fracture, a outer catheter shaft break, and device-device incompatibility. The investigation is inconclusive for material twisted due to the poor sample condition (i.e. Break in outer catheter). The definitive root cause could not be determined based upon the available information. It is unknown if the original guidewire, patient issues, and/or procedural issues contributed to the reported event. Labeling review: the current crosser cto recanalization catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.